Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal and proximal fragment of the lead were received for analysis. A medial lead fragment was not returned. The inspection of the distal lead fragment demonstrated multiple signs of wear in the distal area of the fragment. At approx. 7 cm proximal to the lead tip the conductor cable to the rv shock coil was found fractured. These damages can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil and the elongated inner coil are most likely related to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 66 months, shock impedance values > 150 ohm were reported. The lead and ICD were replaced. The lead was returned to biotronik for analysis. No adverse patient side effects have been reported.